Event description:
It was reported that a patient went to the emergency room the week prior due to increased seizure activity. The patient was seen by the neurologist on (B)(6) 2016, but the patient's device was not checked. The patient was sent for eeg monitoring. Attempts for further information were unsuccessful to date.